Manufacturer narrative:
It is not possible to find the root cause to the incident as the neither the sampler nor the lot number is available.

Event description:
A ward staff collected a blood sample by the safepico. He did not slide the safeguard however, and when he passed the safepico to the lab, the lab staff stung herself. A (B)(6) test was done and the test was (B)(6).

Manufacturer narrative:
After the event, the user was retrained in use of the safepico. Retraining took place in (B)(6) 2016.

Manufacturer narrative:
Device manufacturer date left blank in initial report as the lot no. Is unknown.